Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". Later healthcare professional reported " exchange of textured devices due to patient's concern with product". This record is for left side. The device remains implanted. Device will be returned.

Event description:
Healthcare professional reported "rupture". Later healthcare professional reported " exchange of textured devices due to patient's concern with product". This record is for left side. The device was explanted.

Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed broken device through microscopic inspection assessed as unidentified (tear) opening, observed an opening through microscopic inspection assessed as surgical damage and observed a missing piece of shell through microscopic inspection assessed as inconclusive. No further actions are required as it is not related to the manufacturing process. ¿ anxiety-product/procedure: unable to observe through visual inspection as it is a physiological phenomenon. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported "rupture". Later healthcare professional reported " exchange of textured devices due to patient's concern with product". Later healthcare professional reported "atelectasis". This record is for left side. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.